Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. An additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger of the 1st proglide was pressed in for step #2 and pulled out with the suture connected. As the device was removed from the anatomy, the foot felt broken. After successful removal, the foot separated completely from the footplate outside the anatomy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. The two proglide knots were advanced to the vessel wall. Hemostasis was not fully achieved. A non-abbott device was used to complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed as a separation. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: description of event or problem h6: medical device problem code 1562 removed.

Event description:
Subsequent to previously filed report, update to information provided: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a tavi procedure. Reportedly, the plunger of the 1st proglide was pressed in for step #2 and pulled out with the suture connected. As the device was removed from the anatomy, the guide was noted to be broken in the footplate area yet was still held together with the actuator wire. After successful device removal without issue, the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. The two proglide knots were advanced to the vessel wall; however, hemostasis was not fully achieved. A non-abbott device was added to achieve complete hemostasis. No additional information was provided.